Manufacturer narrative:
Visual inspection revealed the device does not have any obvious visible defects. Continuity checks revealed no electrical opens as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray showed guide coil collapse in two places. The handle was open; there is evidence of heavy fluid ingress in the distal end of the handle. Corrosion is present on the guide coil and residue is present on the interior of the handle. There is no evidence of saline/body fluid on the flex. The proximal and distal sections of the device were separated. There is corrosion on the guide coil from the handle to approximately 2.2cm proximal to the butt bond. There is dried body fluid along the length of the proximal lumen. The distal end (distal to the butt bond) has no evidence of fluid ingress inside the shaft. The proximal lumen was capped with uv adhesive and the lumen was leak tested using an isaac pressure decay test system. The proximal lumen pressure decay was measured several times, starting with 15 psi. Pressure decay values were 0.1540 psi, 0.1439 psi, 0.1407 psi, and 0.0516 psi. Device connected to isaac tester using coiled copper connection pipe and luer fitting. The proximal lumen was immersed in a tank of water. No leaks were evident when an air pump was attached. The heavy coat of body fluid and saline was removed from the surface of the lumen and the test was repeated and again, no leaks were evident. A luer was attached to the distal end and no leaks were evident when the above tests were performed.

Event description:
This event is reportable based upon analysis completed 23dec2019. It was reported that the catheter disappeared and then would reappear when the ablation stopped. During an vt ablation procedure, an intella nav oi was selected for use. The catheter disappeared and then reappear when the ablation stopped. The catheter was changed, and the procedure was successfully completed without complication. However, device analysis revealed fluid ingress is evident in the proximal end of the catheter and is the most likely reason for the tracking issues reported by the field.